Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that the patient passed away due to ventricular tachycardia followed by cardiac arrest. A cardioversion and cardio-pulmonary resuscitation was performed post cardiac arrest. Inotropes were initiated and ramp analysis was performed for speed adjustment. An autopsy would not be performed, the device would not be explanted and would not be returned for evaluation. The log files captured the backup battery uninstalled for a period of time, as well as intentional pump stops on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia and cardiac arrest could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms which the account attributed to the patient¿s cardiac arrhythmia. Review of the log files also confirmed intentional pump stops that occurred on the day of the reported death. The controller event log file contained data from (B)(6) 2022. Intentional pump stops were captured, consistent with the discontinuation of pump support on the reported date of death. The controller periodic log file contained data from 16oct2022 through 23oct2022. Two low flow hazard alarms were captured on (B)(6) 2022 and (B)(6) 2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G are currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU addresses all pump parameters, including pump flow. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document explains that changes in patient condition can result in low flow. The IFU and heartmate 3 lvas patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The documents also provide examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.